Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting, opting to change pump supplies and follow up if the issues persisted.